Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the pipetter collets crashing into the specimen tubes in the reported problem area or the pipette assembly. The sample rack was realigned with the x-arm. A broken plunger clamp and two broken tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.